Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed, foreign matter clogging the air/water nozzle appeared to be a black, rubber-like material. But otherwise, could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed, that could contribute to the retention of foreign material. And the facility device reprocessing was confirmed, to have been implemented in accordance with the IFU. However, the issue was likely, due to user handling/insufficient device reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus that there was too much pressure in the air-water channel during the automated endoscope reprocessors (aer) treatment on the colonovideoscope. The device was returned for evaluation. During the evaluation, the following reportable malfunction was found: foreign material was coming from the nozzle. This report is being submitted for the malfunction found during evaluation. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Upon inspection, the nozzle of the insulation channel was found clogged by a black rubbery material. Additional findings were as follows: the bending section cover was found separated, the light guide lens was chipped, the universal cord was buckled, the light guide cover glass was scratched, and the distal end insulation and insertion section insulation was out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.